Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "ruptured posterior capsule" (capsular bag tear, posterior). Product problem(s): "cannula detached from syringe." (Detachment of device component [syringe]). The customer reported three events where the cannula became detached from the syringe (2 in 2005). No pt impact was reported. Add'l info was requested.